Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 30 mg/dl. Customer also mentioned at some point they were told he had 0 mg/dl but doesn't remember when. Ems was dispatched but the customer was not hospitalized. Customer does not remember the specific date. The customer's low blood glucose was treated with glucose and IV glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege the pump was over delivering. Customer does not use auto mode. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using carelink. Device had scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).